Event description:
Boston scientific received information that during a routine follow up visit, this right atrial (ra) lead exhibited a loss of capture. In addition, a fluoroscopy image was taken and revealed a ra lead dislodgment. A revision was performed and the leads were successfully repositioned. All lead measurements were confirmed to be within normal range. No adverse patient effects were reported. Leads remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.